Event description:
It was reported that pump display only partially lit up and affected ability to read and interact with pump screen. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.